Event description:
A malfunction occurred on a customer's pump, and there were no notable events prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. A malfunction code was displayed, and technical support provided assistance in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if any further issues arise.